Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) is not booting and giving long alarm . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) checked with a new solenoid driver pcb and the problem was still persisting. The fse then checked all pneumatics and stated that expert level support was required. The fse then checked the unit with a new front end pcb , executive processor board , video generator board , pim module unit with coil cable, but problem was still persisting and stated that the unit needed to be checked with the pneumatic assembly. The fse replaced the pneumatic assembly and the booting problem was resolved. The fse then observed the unit giving error power up test failure code #10. The fse suspected the back plane board that needed to be checked with a working board. The fse replaced the back plane board which rectified issue. The fse then reiterated that the back plane board (0670-00-1163), front end pcb (0670-00-1164) ,pneumatic interface pcb ,and drive manifold, were replaced and the fault was rectified. The fse tested and handed over the unit in good working condition.